Event description:
A customer reported that their pump triggered an altitude alarm, although it was within the validated operating altitude range. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to gently clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth. Additionally, the customer was advised to remove and reconnect the current cartridge, then wait up to five minutes to resume insulin. The customer planned to follow the instructions and call back if the problem persisted.